Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. As the atrial lead was not used very often; the physician programmed the device to vvi. The patient did not experience any adverse effects. The lead was later capped on (B)(6) 2016.

Manufacturer narrative:
A partial lead with the distal portion measuring 42.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.